Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The explanted device was received at hq. The device explant report stated that a technical failure was the reason for explanting the device. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at hq. The device explant report stated that a technical failure was the reason for explanting the device. Further information has been requested. The user was reimplanted.